Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not deploy the cannula into the skin. Upon removal of the pod, the pink slide had not moved forward, indicating a needle mechanism failure. The patient also reported that the cannula was bent. The patient¿s blood glucose level subsequently increased to 400 mg/dl. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for over 200 pulses and completed a bolus sequence during its run with no timeouts or drive stall observed. No damages or defects were found that would result in a needle mechanism failure. Inspection of the soft cannula found no bends or kinks.